Event description:
The customer reported that the system was displaying communication errors. The field engineer noted that the system was not booting up and there was intermittent communication failures. This could result in add'l unnecessary delay and/or anesthesia. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the 5 volt power supply connectors. The system operates as intended.